Event description:
Suture button on side of trocar broke off.this is a molding issue known by the manufacturer.======================manufacturer response for hassan trocar excel #12, hassan (per site reporter).======================we will call.